Manufacturer narrative:
The insulin pump had button error alarms and no button response due to corroded keypad traces. The device was unable to verify for the unexpected restart alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 257 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.